Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient's ipg was no longer able to communicate with the patient controller or clinician programmer following a fusion surgery on (B)(6) 2017. As a result, patient underwent surgery wherein the ipg was replaced with a new one. Effective therapy was restored post operatively.